Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was placed in 2008. According to the complainant, the balloon was inflated with normal saline and nothing was observed to be wrong with the device. However, approximately 8 hours later, it was noticed that the tube was loose and was outside of the patient. It was further reported that a small leak was observed at the balloon-tubing joint when the balloon was re-inflated. The device was removed and replaced with another standard balloon replacement g-tube device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.